Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient presented with dark urine and an increased ldh. The manufacturer¿s technical services representative reviewed the submitted log file and noted that the log file reviewed did not contain any unusual events seen within the log file. Additional information was requested but not provided.

Manufacturer narrative:
The referenced report of ihc in 2016 is covered under medwatch MFR report #2916596-2017-03294. No product was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined through this evaluation. Evaluation of the submitted log file did not reveal any device related issues. The patient remains ongoing on vad support with no further issues reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, the patient's lactate dehydrogenase was 660 u/l. The patient was admitted to the hospital on (B)(6) 2017 with weakness and substernal chest pain. Patient was not on coumadin because of intracerebral hemorrhage (ich) in 2016. The patient was started on a heparin infusion upon admission for ldh of 700 u/l. It was reported that the patient''s ldh continued to normalize. On (B)(6) 2017, ldh was 445 u/l. The patient was not a candidate for a pump exchange. The patient was discharged on an unspecified date and was being monitored on an outpatient basis.